Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the reusable endoscope sheath, ceramic tip fell. The issue occurred during procedure, and the turp therapeutic procedure was completed with an olympus back-up device. There were no reports of patient harm.